Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I. Concurrent conditions included parity 1. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine pain ("sharp stabbing pains in my uterine area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant in 2010.). Essure was removed in 2010. At the time of the report, the pelvic pain and uterine pain outcome was unknown. The reporter provided no causality assessment for uterine pain with essure. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholecystectomy ('cholecystectomy') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, recurrent abortion and drug hypersensitivity (azmacort. Sulfa drugs, iodine and zithromax). Concurrent conditions included parity 1, cholelithiasis and endometriosis. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced uterine pain ("sharp stabbing pains in my uterine area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and gastrointestinal disorder ("gi conditions") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain and abdominal pain had resolved and the cholecystectomy, uterine pain and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for uterine pain with essure. The reporter considered abdominal pain, cholecystectomy, gastrointestinal disorder and pelvic pain to be related to essure. The reporter commented: four small bleb-like implants of endometriosis in right sided posterior cul-de-sac, remainder of pelvis free of endometriosis. Essure coils removed without difficulty. Patient received treatment for events- pelvic pain, abdominal pain. Discrepancy noted for essure insertion date- (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2009: essure confirmation test (unspecified) showed bilateral occlusion.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain, gastrointestinal disorder, cholecystectomy, outcome of the previously reported event- pelvic pain were updated, essure removal date were updated, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.